Event description:
I have done lasik surgery past (B)(6) 2020, and since I've experienced lots of side effects, worst of them are rainbow glare in my left eye from day 1 after surgery and floaters in both eyes that appeared 1 month after surgery. FDA safety report ID# (B)(4).